Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2026 the patient experienced pain at the ipg site. It was noted that the stitch popped out of their incision and the wound was opened. The patient noticed pus coming from the chest pocket and presented to the hospital with right lower lobe pulmonary embolism and a right chest infection and was admitted to the hospital. The patient experienced swelling, erythema and tenderness at this site as well. The fluid drained from the ipg pocket was positive for staph aureus and was suggested to be methicillin resistant. It was noted that the neck area was not infected. Per the opinion of the physician, the root cause of the infection was unknown. On (B)(6) 2026, patient therapy was deactivated and the ipg and lead were explanted. A wound vacuum was placed and the patient received intravenous antibiotics. The patient was discharged on (B)(6) 2026. On (B)(6) 2026, the wound vac was removed, and the patient was scheduled for a follow up to remove the sutures.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2026 the patient experienced pain at the ipg site. It was noted that the stitch popped out of their incision and the wound was opened. The patient noticed pus coming from the chest pocket and presented to the hospital with right lower lobe pulmonary embolism and a right chest infection and was admitted to the hospital. The patient experienced swelling, erythema and tenderness at this site as well. The fluid drained from the ipg pocket was positive for staph aureus and was suggested to be methicillin resistant. It was noted that the neck area was not infected. Per the opinion of the physician, the root cause of the infection was unknown. On (B)(6) 2026, patient therapy was deactivated and the ipg and lead were explanted. A wound vacuum was placed and the patient received intravenous antibiotics. The patient was discharged on (B)(6) 2026. On (B)(6) 2026, the wound vac was removed, and the patient was scheduled for a follow up to remove the sutures. As of (B)(6) 2026, the surgical nurse was unwilling to provide an update regarding the removal of the sutures.

Manufacturer narrative:
Updated fileds: b4, g3, g6, h2, h11. Corrected field: d4, h6. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11.cvrx ID# (B)(4).